Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of the event was unknown. The patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 5th day, discontinued) and meropenem injection (500mg, intraperitoneal, twice a day, discontinued) for the event. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.